Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they continue to receive no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer states he just continues to get no delivery alarms. The customer decline troubleshooting as issues continues. The customer was advised that the insulin pump will need to be replaced. Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned.

Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube thread, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.